Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 12jan2018, fse cleaned and lubricated the shaft and screw of both syringes. The fse successfully completed instrument prime, qc and precision run. The g8 is functioning within specifications. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 12390512 from 12dec2017 through aware date 12jan2018. There were no similar complaints identified during the search period. 706 syringe-l the g8 operator's manual under chapter 6 - troubleshooting, indicates that 706 syringe-l error message is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. The most probable cause of the reported issue was dirty shaft and screw of syringe-l.

Event description:
On (B)(6) 2018, customer reported getting error message 706 syringe-l on the g8 instrument. The customer replaced the sample needle and performed quality control (qc), but error persisted. The customer reset sample needle, cleaned the diluent/wash wells, lubricated the guide rail and drive gear but errors still reoccurred. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. If follow-up, what type. Corrected data. Device manufacture date: 10-aug-2009. The 13-month review was incorrectly stated in the initial MDR. The 13-month review should have stated the following: a 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 12dec2016 through aware date 12jan2018. There were no similar complaints identified during the search period.